Manufacturer narrative:
The customer's system was replaced for complete resolution.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare was notified that a customer was experiencing poor image quality while performing fluorescein angiograms(fas). After checking some settings on the camera, support performed a white balance, and the image quality was improved. The customer called back after a few procedures and reported that the camera sensor was failing. It was determined that a new system would be required. On (B)(6) 2016, follow-up information was received from the customer. The customer indicated that "a handful of patients" waited over a month for fluorescein angiograms to be performed at the customer's site. With merge eye station not operating as expected, there is a potential for a delay in diagnosis or treatment that may lead to harm. However, the customer indicated that there was no patient harm that occurred as a result of the delay. (B)(4).